Manufacturer narrative:
Correction to the initial MDR in blocks b5, h6.

Event description:
It was reported that patient implantable pulse generator (ipg) was having difficulty communicating with the remote. It was noted that ipg was no longer functioning as expected. The patient underwent an ipg replacement procedure was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. The patient was doing well post operatively and the explant device will not be return.